Event description:
Contralateral iliac leg graft was deployed with a three stent overlap in the limb of the main body, due to the device length being too long to maintain hypogastric patency. To compensate on the opposite side for the high placement, an iliac leg extension was deployed high above the bifurcation, preventing future vessel occlusion or disruption of flow at the site. The ipsilateral leg graft was deployed with the three stent overlap to prevent hypogastric occlusion at the distal landing zone. Final angiogram viewed good flow through the graft and patent hypogastric arteries.